Event description:
"46 sets of IV tubing failed within 2 months. Model lvp-0004- lots include unknown. Issues- pump will not recognize tubing, repeated alarms for air in line when no air bubbles were in cassette/line, 'tubing set problem' warning appeared as 'cassette is misloaded'. Model set-0014-1- lots include: fa24i06158, fa24k05023. Issues include tubing snapped off at the y-port, visible debris within blood filter in new tubing, air in line alerts, blood leaking out of cassette. Model set-0032-1- lots include: fa23k07378, fa24j28027, fa23k073778, fa23k07378, fa24a10249, fa24a22277, fa24g15153, fa24g29048, fa24h01169, fa24j07021, fa24j21253, fa24k01154, fa24k01162. This lot had 7 failures fa24j14027. Issues include: luer lock at distal end of tubing cracked upon hooking patient up, medication leaking out of cassette, back check valve became disconnected from the ivenix tubing, medication leaking out of secondary port, tubing began to fill with air above the cassette instead of medication, tubing was cracked at each connection point/port, went to squeeze drip chamber and the tubing fell right out of the bottom of the drip chamber, ivenix tubing broke off inside micro-clave cap, tubing was defective- the metal strips at bottom of cassette were missing, IV fluid began flowing out of the y-port closest to the patient, blood was hung as secondary with flush bag as primary and blood was set to run until empty with callback. Blood stopped running while small amount was in drip chamber. Pump pulled entire flush bag until empty, then pulled blood from secondary down to cassette. Unclear if tubing, pump, or programming issue. Tubing was found disconnected from the rotating luer lock at the end of the tubing when removed from the package, dark discolored IV tubing."